Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one insyte 24ga x 0.75in has been found with a defective tip before use. The following has been provided by the initial reporter: defective tip.

Manufacturer narrative:
H.6. Investigation summary: although the picture of this complaint is not in good resolution, slight damage to the catheter tip can be observed and this complaint can be confirmed. Based on the investigations conducted it can be determined that the root cause for this claim was caused during the tipper catheter pointing step. During batch history review, an unplanned maintenance request was found which may be related to the reported failure. H3 other text : see section h.10.

Event description:
It has been reported that one insyte 24ga x 0.75in has been found with a defective tip before use. The following has been provided by the initial reporter: defective tip.